Event description:
It was reported via repair work order that the mattress had fluid ingress due to a damaged top cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to indicate this event was previously reported in medwatch 0001831750-2013-08959.

Event description:
It was reported via repair work order that the mattress had fluid ingress due to a damaged top cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.